Event description:
The patient reported that his physician told him he had a leaky wire and it needed to be replaced as soon as possible. Insulation damage was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.